Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via the log file reviews. The log files spanned approximately 10 days ((B)(6) 2021 per the timestamp). Atypical power cable disconnect alarms intermittently activated on (B)(6) 2021 from 19:28 to 19:36, from (B)(6) 2021 at 10:07 to (B)(6) 2021 12:48, and from (B)(6) 2021 at 13:16 and (B)(6) 2021 at 19:27 due to invalid rsoc faults on the white power cable not associated with a power source exchange. Atypical low voltage advisory alarms intermittently activated on (B)(6) 2021 from 21:10 to 21:11 due to fluctuating rsoc voltages on the black power cable. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned heartmate 3 system controller, (B)(6) was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. Per provided information, the issue continued despite exchanging the battery clip. The controller was exchanged resolving the issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 20aug2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and low voltage advisory. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient reported low voltage advisory at 21:11 on (B)(6) 2021 and was connected to two batteries that were both charged with four green lights showing. The patient was instructed to clean battery clips. Log file submitted revealed a few low power advisory(s) on (B)(6) 2021 at 9:10pm and 9:11pm as mentioned while tethered on batteries. There was no interruption in pump support during these events. The patient reported continuing to have intermittent low voltage alarms, despite inspecting the batteries and clip connections. The patient¿s system controller was replaced and sent back for evaluation. The patient was stable, and no further issues reported after controller exchange. No additional information provided.